Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pre-operative implantable pulse generator (ipg) check showed all values were normal. Once the ipg was connected to the lead pacing failed in bipolar configuration. The physician tried to loosen the setscrew but the wrench could not be inserted. In order to the loosen the lead the grommet needed to be broken. An alternate device was placed. No patient complications have been reported as a result of this event.